Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. Root cause is undetermined.

Event description:
It was reported that a bd nexiva closed IV catheter system separated between the extension tubing and the catheter. There was no report of exposure, serious injury or medical intervention.